Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus/migration/migration of essure device location of device: protruding out of the skin') in a (B)(6) female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent confirmation test". Concomitant products included docusate sodium from (B)(6) 2018 to (B)(6) 2019, famotidine since (B)(6) 2018 and hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2010 to (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("acid reflux"), 3 years 6 months after insertion of essure. On (B)(6) 2014, the patient underwent cholecystectomy ("gall bladder removal"). In (B)(6) 2014, the patient experienced migraine ("migraine/migraines / headaches"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain/chronic "), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (, menorrhagia),/heavy period"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). In (B)(6) 2018, the patient experienced procedural pain ("pain after removal surgery"). In (B)(6) 2018, the patient experienced abdominal pain lower ("pain in lower abdomen"). In (B)(6) 2018, the patient experienced urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: uti/bladder or urinary problems or changes,/bladder issue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;cholecalciferol; copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), cefalexin hydrochloride (cephalexin hcl), famotidine, ibuprofen, sumatriptan and surgery (salpingectomy. (Bilateral) hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abdominal pain, migraine, ovarian cyst, gastrooesophageal reflux disease, cholecystectomy, abdominal pain lower and procedural pain outcome was unknown and the dysmenorrhoea, pelvic pain, vaginal haemorrhage, urinary tract infection, alopecia and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cholecystectomy, dysmenorrhoea, gastrooesophageal reflux disease, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: fu2 and fu3 processed together- plaintiff fact sheet received: case upgraded from other event to incident. Event injury was replaced with perforation : uterus/migration/migration of essure device location of device: protruding out of the skin, dysmenorrhea (cramping), pelvic pain/chronic pelvic pain, abdominal pain, she did not underwent confirmation test, abnormal bleeding (vaginal, ), uti/infection (bladder/ urinary tract/vaginal) type: uti/bladder or urinary problems or changes,/bladder issue, hair loss, migraine/migraines / headaches, menorrhagia (heavy menstrual bleeding)/abnormal bleeding (, menorrhagia),/heavy period, reproductive system disorder or condition type of disorder or condition: ovarian cyst, gastrointestinal or digestive system condition type: acid reflux, gall bladder removal, pain in lower abdomen, pain after removal surgery added. Concomitant and treatment drugs added. Lot number added. On 19-sep-2019: fu2 and fu3 processed together we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and uterine perforation ('perforation : uterus/migration/migration of essure device location of device: protruding out of the skin/devices found to be perforated through serosa of uterus') in a 34-year-old female patient who had essure (batch no. 58565 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent confirmation test". The patient's medical history included cesarean section. Concurrent conditions included vaginitis, tenderness epigastric, gastroenteritis and diarrhea. Concomitant products included docusate sodium from 29-may-2018 to 22-apr-2019, famotidine since (B)(6) 2018, hydrocodone bitartrate;paracetamol (vicodin) from 5-oct-2010 to 22-apr-2019 and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("acid reflux"), 3 years 6 months after insertion of essure. On (B)(6) 2014, the patient underwent cholecystectomy ("gall bladder removal"). In (B)(6) 2014, the patient experienced migraine ("migraine/migraines / headaches"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain/chronic "), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (, menorrhagia),/heavy period"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). In (B)(6) 2018, the patient experienced procedural pain ("pain after removal surgery"). In (B)(6) 2018, the patient experienced abdominal pain lower ("pain in lower abdomen"). In (B)(6) 2018, the patient experienced urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: uti/bladder or urinary problems or changes,/bladder issue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), cefalexin hydrochloride (cephalexin hcl), famotidine, ibuprofen, sumatriptan and surgery (salpingectomy. (Bilateral) hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, uterine perforation, abdominal pain, migraine, ovarian cyst, gastrooesophageal reflux disease, cholecystectomy, abdominal pain lower and procedural pain outcome was unknown and the dysmenorrhoea, pelvic pain, vaginal haemorrhage, urinary tract infection, alopecia and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cholecystectomy, dysmenorrhoea, gastrooesophageal reflux disease, menorrhagia, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, procedural pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy was noted in date of birth (B)(6) 1980 and (B)(6) 1981. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: bilateral blocked fallopian tubes consistent with proper essure placement. Pregnancy test urine - on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, urinary tract infection, abdominal pain, dysmenorrhea, pelvic pain, ovarian cysts, vaginal bleeding, gerd and postoperative pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: follow up 4 & 5 were processed together. Mr received. Event pid was added.reporter information, medical history and lab data were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.